Manufacturer narrative:
Analysis found a fractured sensing coil close to the crimp sleeve to connector ring as a result of fatigue. This could cause the reported noise issue.

Event description:
It was reported that patient received inappropriate shock due to noise. The patient was tranferred and hospitalized. The lead was later explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.